Event description:
Pt revised, due to loosening of tibia and osteolysis.

Manufacturer narrative:
Evaluation was not possible as no product was not returned. The investigation could not verify or identify any evidence of product contribution to the reported event. The need for corrective action is not indicated. Should additional info be received, the investigation will be reopened. Depuy considers the investigation closed.